Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the right ventricular (rv) lead integrity alert. Impedance on the rv pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning occurred for increased sic count and two or more ventricular tachycardia (vt)-non-sustained episodes. Rv pace impedance was 2755 ohms on (B)(6) 2016. Sics went up to 489 (within 34 days) along with ventricular tachycardia (vt)-non-sustained episodes and evidence of oversensing. Concomitant products: yrirx16115, yrirx1685, yrecx20375, yrbrx2816135, yrirx16115, yrecx28375 stent grafts implanted: (B)(6) 2004.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited a spike in impedances to high levels. The lead also exhibited noise, short v-vs, and an apparent fracture. The implantable cardioverter defibrillator (ICD) portion of the device was programmed off, and the lead remains in use as a pacing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.